Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states they tried to change the battery, but the device remained blank. The customer did not have pump info on them. The customer's blood glucose level was unknown. The customer states they would call back at a later time to further troubleshoot.